Event description:
It was reported that the patient presented post-implant procedure for follow-up. Upon review, the right ventricular lead exhibited high capture threshold. After review of chest x-ray imaging, a micro cardiac perforation was suspected. The lead was repositioned successfully on (B)(6) 2023. Tha patient condition was stable.